Event description:
The complainant reported that the automated impella controller (aic) showed the following error after booting up: yellow alarm, controller error, switch to backup controller. The console was not connected to power but showed a fully charged battery. Therefore, the aic was replaced, and the procedure was completed successfully. There was no patient harm. The following day, the alarm could not be triggered by the field team.

Manufacturer narrative:
A.1 and a.5 are unknown. The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed.

Manufacturer narrative:
Corrections to the initial MFR report: g1 MDR reporting contact email d2 device name has been updated d9 device return date added updated h3 to device evaluation anticipated h6 type of investigation code added.